Manufacturer narrative:
Block b3: approximated based on the date of revision. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) and leads have migrated. The patient underwent an ipg and leads replacement procedure.